Manufacturer narrative:
The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and confirmed the camera was not seeing the imaging system. The camera was replaced and the issue was resolved. A full system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. The suspect part was returned to the manufacturer and visual/physical examination with device testing confirmed the issue. The device appeared to be battered with several nicks and scratches including deep scratches on the left end and bottom of the positioning sensor unit (psu) housing. The event logs were checked and the psu failed an accuracy test.

Event description:
A medtronic representative reported that outside of a procedure the navigation experienced camera tracking issue. The camera was not able to see the trackers on the imaging system. The representative confirmed that the camera can see the spheres just not the trackers. Another navigation system was brought into the room and had no issues seeing the imaging system trackers or spheres. The representative confirmed that after installing the camera on another system, the camera had an issue seeing the imaging system trackers. There was no patient present when this issue was identified.